Manufacturer narrative:
H6. Evaluation codes: updated. Product was not returned, and no photographic evidence was provided to aid in this investigation. As a result, a product evaluation and problem confirmation cannot be performed. Based on the review of information provided from the customer we are unable to determine a probable cause as the device was not returned for evaluation. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint.

Event description:
'It was reported that while in use with the patient the infusion was interrupted causing sub-optimal therapeutic effect. The pump alarmed and stopped. After troubleshooting, the patient left the infusion center and the same issue occurred. She reported she heard an alarm, and the pump said it stopped. She was changed to a new pump with prior cassette and tubing. There was patient involvement and no not patient harm/adverse event was reported.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.